Manufacturer narrative:
Investigation analysis did not lead to a clear conclusion about the cause of the issue. However, o2 path self test is failing due to leaking o2 safety valve. After replacement, complete calibration went well.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device has not been returned to manufacturer. However, log files show that alarm 389 - "no o2 dosing possible" was active 6 times, and gas path test shows safety valve leak of 2.82 lpm.

Event description:
Customer reported that, after connecting the oxygen hose to the bellavista 1000 (on standby mode), alarm 389 - "no o2 dosing possible" was triggered. There is no patient involvement during the event.